Event description:
Patient reported being injected in the cheeks with 2cc of juvéderm® ultra plus xc. Six days later, the patients "left side salivary glands began to hurt, pain, swollen and right-side dent [in the cheeks]". Patient reported they have been prescribed antibiotics by urgent care. Injecting physician later reported "patient had a coincidental parotitis. The injection site was about 4-5 inches away from the swelling" and stated the event is not device related. Symptoms resolved on an unknown date.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "parotitis", deemed not device related is considered an unexpected adverse drug experience.